Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. A pump supply change was performed resolving the issue. Customer¿s blood glucose was 187-260 mg/dl.